Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in late 2008, the xience v stent was inserted in a 30 mm proximal, de novo, left main circumflex artery (lmca) lesion. After stent implantation, a distal edge dissection in the circumflex vessel was noted. It was treated with an overlapped xience v stent. There was no objective evidence of ischemia or angina. The pt also received a xience v stent for a restenosed right coronary artery (rca) lesion. Medications received during the procedure included, gp iib/iiia inhibitor and heparin. The investigator considered the event serious, as intervention to prevent permanent impairment/damage was required. The event was considered resolved the same day. No additional event or pt information is available.